Manufacturer narrative:
Multiple attempts to obtain a review of the films received were made without success. If the films are able to be reviewed at a later date, the complaint conclusion will be updated at that time. Complaint conclusion: as reported, the brite tip of a 6f vista brite tip catheter broke off the catheter during an angioplasty of the right coronary artery (rca). The patient came back with stent thrombosis of an unknown stent but it was noticed that the thrombosis was due to the brite tip that went down to the pda. They stented the posterior descending artery (pda) in order to lodge the brite tip onto the vessel wall. There was no patient injury. The lesion was severely calcified with a moderate tortuosity. There was some stenosis at the location of the catheter tip. The device was not resterilized. There were no damages/anomalies noted when the device was removed from the package, and the device was handled and prepped according to the instructions for use (IFU) with no anomalies noted. There was no difficulty advancing the catheter into the patient or cannulating the rca. No unusual force was applied during use of the catheter. There was no resistance felt during withdrawal of any of the devices through the catheter or as the catheter was withdrawn from the vessel. The catheter had not been kinked or twisted/torqued prior to the separation. The patient did not have any adverse events during the procedure or immediately after. The patient came back a couple of weeks later with stent thrombosis but the brite tip had moved distally in the pda. It is not clear of the stent was implanted at the lesion prior to vista brite tip separation incident. In order to treat the patient, the physician stented the brite tip to the vessel wall and performed in-stent implantation to treat the stent thrombosis. The patient is currently in stable condition. The cds of the procedures are available to send. The proximal part of the catheter was discarded. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product IFU, users are cautioned that torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Procedural films of the event were provided. Review of the films are currently pending. The device was discarded and unavailable to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the gender of the patient is unknown. The device was discarded and unavailable to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the brite tip of a 6f vista brite tip catheter broke off the catheter during an angioplasty of the right coronary artery (rca). The patient came back with stent thrombosis of an unknown stent but it was noticed that the thrombosis was due to the brite tip that went down to the pda. They stented the posterior descending artery (pda) in order to lodge the brite tip on the vessel wall. There was no patient injury. The lesion was severely calcified with a moderate tortuosity. There was some stenosis at the location of the catheter tip. The device was not resterilized. There were no damages/anomalies noted when the device was removed from the package, and the device was handled and prepped according to the instructions for use (IFU) with no anomalies noted. There was no difficulty advancing the catheter into the patient or cannulating the rca. No unusual force was applied during use of the catheter. There was no resistance felt during withdrawal of any of the devices through the catheter or as the catheter was withdrawn from the vessel. The catheter had not been kinked or twisted/torqued prior to the separation. The patient did not have any adverse events during the procedure or immediately after. The patient came back a couple of weeks later with stent thrombosis but the brite tip had moved distally in the pda. It is not clear of the stent was implanted at the lesion prior to vista brite tip separation incident. In order to treat the patient, the physician stented the brite tip to the vessel wall and performed in-stent implantation to treat the stent thrombosis. The patient is currently in stable condition. The cds of the procedures are available to send. The proximal part of the catheter was discarded.